Event description:
It was reported that an alert for high pacing lead impedance was received via (B)(6). Previous and in-clinic measurements showed normal. The ICD was explanted, and lead was capped after being monitored and again showed high measurements.

Manufacturer narrative:
The field reported event of high impedance measurements was not confirmed in the laboratory. The device was tested on the bench and on the automated test equipment system. No anomaly was found. The cause of the field reported event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.